Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, deformation on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional, called to report, a left-side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional called, to report a left-side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.